Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was issue with the master tool manipulators. The customer stated that the mtms were not following the commands given by the surgeon side console (ssc). The customer had no further information on the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) found no errors in the system logs. The procedure was continued using the other ssc. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.